Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date ¿ ni. Date implanted ¿ ni. Initial reporter surgeon ¿ ni. Manufacture date ¿ ni. PMA 510(k): - this product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k092670. This report is number 2 of 2 mdrs filed for the same patient (reference 9610576-2017-00004 / 00005).

Event description:
Patient is experiencing symptoms of an allergic reaction to the implanted screws. No revision has been reported to date.